Manufacturer narrative:
Initial.

Event description:
It was reported that the user noted a blood glucose of 222 mg/dl during a supply change call after being disconnected from the ilet for an undetermined period because the pump had run out of insulin, then reconnected and planned to monitor glucose; no device alarms were reported, and the device component was not applicable. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.